Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, implant fracture and tibial loosening at the bone/cement interface. The cement manufacturer is unknown.

Manufacturer narrative:
The device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with (B)(4). Patient x-rays were provided. No other additional information was obtained. Review of the supplied patient x-rays dated january 29, 2014 did not find evidence of implant fracture, disassociation, or anything indicative of a device nonconformance. It is unknown if the reported device fractured after (B)(6) 2014 (date of x-rays). The revision surgery was reported as (B)(6) 2016. A complaint database search finds no additional reports against the provided product and lot combination. Review of the device history records for the reported fractured offset bolt did not find any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause or find evidence indicating product error was a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.